Event description:
Material #: 305916, batch #: 2025239. It was reported by customer that once the needles attached to the syringe, it's requiring a significant amount of pressure to plunge anything through. Verbatim: my ma reported some faulty injection needles today. Once attached to the syringe, it's requiring a significant amount of pressure to plunge anything through. We tried several needles and different syringes so it's definitely this box. Response received 10 oct 2023. How many occurrences of the defective needles? Per the ma I spoke with, they'd try 2-3 needles before one would work properly. I'd say 75% of the 50 needles in the box were defective. Was there any patient involvement? Near-miss; no harm reached a patient. Ma was priming needle in med room when she noticed the defects. Any photo available for investigation?

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that escapes from the lot # 1313555 were received by the customer. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation (samples received). It was reported the needles require a significant amount of pressure to plunge anything through. To aid in the investigation, one hundred fourteen samples in sealed packaging blisters and four empty packaging blisters were received for evaluation by our quality team. Fifty samples were selected randomly for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-eight samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 306616, lot 2025239. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2025239 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "my ma reported some faulty injection needles today. Once attached to the syringe, it's requiring a significant amount of pressure to plunge anything through. We tried several needles and different syringes so it's definitely this box.".

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.